Event description:
It was reported that device has over pressure, not sending back. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that device over pressured during procedure. A backup device was available to complete the procedure with no delay or patient injuries.